Event description:
During the procedure, air was aspirated from the hemostasis valve of the sheath when the sheath was inserted and negative pressure was applied at the side port. The introducer was replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.